Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the screen was not legible on the top left side. The unit was triaged and the reported issue was confirmed. The potential root causes are the use of an unauthorized power adapter by the user and/or a defective pcb. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was sent in with no specified error. Upon communication with the customer on 10/18/2017, it was discovered that the screen was not legible on the top left side.